Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the experienced hyperglycemia. The customer blood glucose level was over 600 mg/dl. Customer called the hospital and was advised to deliver 19 units manually. Customer stated that insulin pump received insulin flow block alarm. The insulin pump will not returned for analysis.